Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced hypoglycemia, was not feeling well and experienced diabetic seizures. At an unspecified time of the event the mother took a fingerstick. While the cgm was reading 16.3 mmol/l the blood glucose reading was 19.3 mmol/l; the bg was 2.2 mmol/l and the cgm reading was 2.9 mmol/l. The patient was treated with glucose gel by the mother, and an ambulance was called, which took him to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.